Manufacturer narrative:
The technician replaced the four casters to repair the stretcher.

Event description:
Info received indicates the brake is not working. The casters continue to swivel when in brake.